Event description:
On february 1, 2024, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio flex meter was reading inaccurately high compared to another device (emergency room device). This complaint was classified based on information obtained by the customer care agent (cca) during the initial call. The reporter stated that the alleged inaccuracy issue first occurred on an unspecified date, a couple of weeks prior to contacting lfs. The reporter advised that the patient manages their diabetes with self-adjusted insulin (23 units of lantus and novolog) and denied that the patient made any changes to their usual diabetes management regimen in response to the alleged inaccuracy issue. The reporter stated that at around 3:30 on (B)(6), 2024, the patient reportedly obtained a blood glucose reading of ¿77 mg/dl¿ with the subject device. The reporter stated that immediately after obtaining this blood glucose result, the patient had a ¿diabetic seizure¿, and that the patient¿s mother treated the patient with honey at approximately 3:33 p.m., on (B)(6), 2024. The reporter advised that later that day, the patient was taken to the emergency room (ER) where their blood glucose was reportedly measured at 5 p.m., and a result of ¿47 mg/dl¿ was allegedly obtained on the ER device. It is not known whether the patient received any treatment from a healthcare professional whilst in the ER. At the time of troubleshooting, the cca confirmed that an approved sample site was used to obtain the results. The cca noted that the reporter did not have control solution available at the time of the call in order to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after obtaining an alleged elevated result with the subject device. The reported issue could not be ruled out as a cause and/or contributor to the event.